Manufacturer narrative:
The lead will not be returned as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced a loss of stimulation coverage due to lead migration. The patient underwent an explant procedure and is doing well post operatively.